Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device did not charge when placed on the charging kit, despite correct placement and a previously functioning charger, and the charging cable appeared loose; blood glucose levels were unaffected and a replacement charging kit was provided. Symptoms included no adverse clinical effects. Outcomes included no impact on health and continued therapy without interruption. Investigation included technical troubleshooting and user education. Investigation of this case revealed a suspected charging system malfunction consistent with a loose or intermittently connected charging cable. It was concluded, based on previously established findings for similar reports, that the cause was likely a component failure of the charging kit.